Event description:
Customer reportedly received a result of 132mg/dl on her device and 72mg/dl on the nurse's device. The customer tested a 2nd time on her device with a result of 111mg/dl. All comparisons were reportedly performed within 10 minutes. Customer reports eating something sweet. No adverse event reported. Requested return of suspect device and replacement was sent.